Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('her left essure coil appeared to be perforating through the lumen of the fallopian tube / migration / perforation') in a 43-year-old female patient who had essure (batch no. B71760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure done along with ablation" on (B)(6) 2014. The patient's medical history included tension headache on (B)(6) 2017, carpal tunnel release in 2016, cyst in 2014, colonoscopy in 2012, cholecystectomy in 2012, hemorrhoidectomy in 2009, varicose veins in 2009, cesarean section (1998 and 1990), dizziness, numbness, obesity, sleep apnea, my fascial pain syndrome and adhesion. Concurrent conditions included menorrhagia, weight gain, abdominal cramps, general body pain, abdominal adhesions, blood in urine, urination pain, vaginal discharge, menses painful, morgagni's disease, arthritis and genital bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: insertion details - the right tubal ostium had three coils protruding ; the left had five coils protruding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2014: the essure coils appear to be in good position.. Laparoscopy - on (B)(6) 2017: essure coils did not appear to be perforating through the uterus and appeared to be in the correct location.. Concerning the injuries reported in this case, the following one described in patient¿s medical record; confirming- pelvic pain concerning the injuries reported in this case, the following one was reported from patient¿s medical record : fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('her left essure coil appeared to be perforating through the lumen of the fallopian tube / migration / perforation') in a (B)(6) year-old female patient who had essure (batch no. B71760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure done along with ablation" on (B)(6) 2014. The patient's medical history included intermittent headache on (B)(6) 2017, carpal tunnel release in 2016, cyst in 2014, colonoscopy in 2012, cholecystectomy in 2012, hemorrhoidectomy in 2009, varicose veins in 2009, cesarean section (1998 and 1990), dizziness, numbness, obesity, sleep apnea, localised muscle pain and adhesion. Concurrent conditions included menorrhagia, weight gain, abdominal cramps, general body pain, abdominal adhesions, blood in urine, urination pain, vaginal discharge, menses painful, morgagni's disease, arthritis and genital bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: insertion details - the right tubal ostium had three coils protruding ; the left had five coils protruding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2014: the essure coils appear to be in good position.. Laparoscopy - on (B)(6) 2017: essure coils did not appear to be perforating through the uterus and appeared to be in the correct location.. Concerning the injuries reported in this case, the following one described in patient¿s medical record; confirming- pelvic pain. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : fallopian tube perforation. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.